Event description:
Information received by medtronic indicated that the user received a system notice message indicating that the catheter was not recognized. The catheter was replaced and the cryoablation procedure was completed. No patient complication reported. Reportable based on analysis completed 05/30/2014.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed that the device was intact with no apparent issues. Smart chip verification indicated the catheter was not used. The reported issue has been confirmed through testing. The catheter failed the performance test due to system notice message 12211 "catheter not recognized". Dissection and electrical continuity showed the tc2 wire was broken under the strain relief in the handle at the soldering point. An internal situation analysis has been initiated to investigate this failure mode. This report will be recorded and trended.